Manufacturer narrative:
The returned device was evaluated and customer allegation ¿elevator channel plug was loose¿ was confirmed. The t-nut (elevator channel plug) was found to be loose. There were few additional findings. Due to wear of lock engagement lever, the up/down knob could not be locked securely. Scope connector cover plate was peeled. Paint on air/water-cylinder was peeled. Suction cylinder, scope connector cover and scope body had discoloration. Sheet holder unit had corrosion due to water leakage. Due to a pinhole on bending section cover, water tightness was lost. Due to peeling of acoustic lens, displayed ultrasound image was defective. Connecting tube and universal cord had buckling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the elevator channel plug of the evis exera ii ultrasound gastrovideoscope was loose. The device was returned and an evaluation at the repair center revealed gap of adhesive on distal end, between the acoustic lens and the ultrasound probe. The acoustic lens was peeled. This report is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.